Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired due to pulmonary hemorrhage. The patient was at home and found unconscious by his wife. The emergency line was called and when the ambulance arrived resuscitation was performed unsuccessfully. During intubating the patient, the patient suffered from a pulmonary hemorrhage. After some time, the medics decided to stop the resuscitation and stopped the pump manually by disconnecting the driveline. There were no signals that the pump showed malfunction. It was reported that the outcome was not device or therapy related. It was reported that the device operated as intended. No autopsy was performed and the device will not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to pulmonary hemorrhage. The outcome was not device or therapy related and the device operated as intended. No autopsy was performed and the device would not be returned for evaluation.